Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a2: patient initials age/dob cannot be provided due to regional regulations. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the left l5 screw trajectory was drilled, and then the screw was inserted and appeared normal. Disengaging the screwdriver from the screw was difficult. The surgeon removed the drill and placed a manual handle on the screwdriver, gave a quarter turn in reverse, and removed the screwdriver. As the screwdriver was being removed, the system gave an "arm off trajectory" error. Placement of all other screws was unremarkable. Following placement of all hardware, a spin was performed where the left l5 screw was noted to be not on the planned trajectory. The screw appeared inferior, with the shank of the screw in the inferior lateral foramen. The screw was removed and repositioned free hand using navigation from the guidance system, and the new screw position was confirmed with another spin. A skive was suspected. The deviation was greater than 10mm deviation at the tip. There was no patient harm reported and the procedure was delayed thirty minutes to an hour.